Event description:
Pt had a fall and has a periprosthetic fracture at the proximal end of the implanted stem.

Manufacturer narrative:
CAPA complaint (B)(4). Post-operatively, a femoral fracture occurred in the medial proximal portion of the femur as the result of the pt falling. Following a second operation to secure the femoral fracture, the surgeon stated that he was confident that the fracture occurred as a direct result of the pt falling and not due to any other factor. The metafix stem device was manufactured in may 2011 as part of a batch of 5 devices. Manufacturing records confirm that all devices conformed to specified dimensions and material composition. No device related issue identified.